Event description:
Boston scientific received information that this lead exhibited sensing issues after securing lead and connecting to the device. X-ray showed that the slack in the lead pulled back and impedance measurements slightly increased with 500-600 ohms. This lead was repositioned successfully with 300 ohms impedance measurement in the new location. Physician suspected perforation and they opted to perform external echocardiogram in which a minor perfusion was seen. The patient remained stable. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.